Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had reduced angulation in the down angle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that water tightness was lost due to deformation of the up and down knob. It was observed that the bending tube was deformed due to physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the forceps channel port was shaved due to handling. It was also observed that the control unit had discoloration due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, up and down knob, lock engagement lever, lock engagement knob, plastic distal end cover, connecting tube, protector of universal cord on the scope connector side, protector of universal cord on the control section side, scope connector cover unit, switch box, right and left knob, scope connector, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent solution, air, and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material inside the nozzle could not be identified and the root cause of the issue could not be determined, as the implemented the reprocessing was confirmed to be in line with the device IFU. In addition, the following non-reportable malfunctions were found during the device evaluation: distal end section objective lens scratched. Glue peeled off distal end section objective lens. Distal end section light guide lens cracked. Connector section scope connector scratched. Switch box at control section scratched. Grip cover at control section scratched. Cable section universal cord scratched. Boot of control section scratched. Boot of connector section scratched. Olympus will continue to monitor field performance for this device.